Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. Number appear on the screen noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 212 mg/dl at the time of the call. The customer sent the product back for analysis.